Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) and single gripper actuation issue cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed on only on the anterior leaflet and chordae. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. It was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. The clip was only deployed on the anterior leaflet. To stabilize the clip, an additional clip was deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.